Event description:
It was reported that customer had problems with serter. Customer states that sensors did not fire on first button press. Customer reports that sensor was getting caught in serter and the tips were breaking off. Customer was able to resolve issue and was advised on proper procedure for releasing sensor. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.